Manufacturer narrative:
(B)(4). Date sent: 12/8/2020. Additional information received: the surgeon repeatedly pointed out that there was no known linkage at this point between the stapling products he used and the post-operative issues. With that said, he¿s trying to determine if there¿s some relationship that he hasn¿t yet identified. He commented that all cases associated with the post-operative issues had gone very well. So well, in fact, that he said his staff commented that the only times he had post-operative issues were when the intraoperative cases went even better than normal in regards to little to no intraoperative oozing, etc. This has made him question even more whether there¿s a linkage between our devices and the post-operative issues. The surgeon described changes he sometimes sees in our staple lines over the same time period that the post-operative events occurred. We had several discussions about him seeing more malformed staples, what he described as ragged cut edges, ¿wavier¿ staples that were still well-formed staples, staples that weren¿t fully formed on the distal outer rows of the reload, and more intra-operative oozing. He continues to question whether these changes he¿s seeing are associated with the post-operative issues he¿s encountered. He also commented that while he sees these observations more now than he did in the past, he doesn¿t see them in all procedures. Out of all the intra-operative observations he made, the predominate one he mentioned was the incidence of single, intermittent malformed staples. These were sometimes on the distal end of the reload, sometimes on the proximal end, sometimes these staples were completely removed from the staple line, and sometimes they remained in the staple line but had one straight staple leg. In this case he removed the malformed staple from the line with graspers before intervening on the line with cautery. The surgeon commented that he was pretty sure the post-ops leaks were due to issues somewhere in the intestinal tract rather than in the stomach. His rationale for that was, in his experience, if the patient was throwing up or nauseous then the issue was commonly due to the gj anastomosis. That was not the case with these patients, though, since they all had blood only in their stool. He said this was a sign the issue occurred somewhere below the stomach in the intestinal tract.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridges were used through procedure? Blue and white. How was the jj created? Using blue and white loads. Were any issues noted with device intraoperatively? None. What is the current patient status? Discharged from the hospital after 2 additional nights. What color cartridges were used through procedure? Blue and white. How was the jj created? Using blue and white loads were any issues noted with device intraoperatively? None. What is the current patient status? Discharged from the hospital after 2 additional nights.

Event description:
It was reported that 12 hours after a roux-en-y, patient had an intraluminal bleed. Patient was not on blood thinner. Hemoglobin dropped from 15 down to 9.2. Patient received four units of blood and two extra hospital days.